Event description:
A report of patient losing stimulation after bumping the ipg against the bed was received. A fluoroscopy determined the patient's lead had migrated and the ipg battery had flipped upside down. Lead and pocket revision surgery has not been scheduled.